Event description:
Patient reported they are having concerns about their lower molar, they have an appointment to have it examined. They reported that they are experiencing a lot of bleeding around the molar. It bleeds frequently and causes bad breath. Maybe abscess. Feels like there is a hole there. Requested additional information and update from dentist visit.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.